Manufacturer narrative:
Since we neither received the faulty sample nor an image showing the defect, no investigation of the sample is possible. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. A review of vygon USA's complaint data indicates that this is the only complaint reported for lot 24a030d. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.

Event description:
PICC line leaking where catheter meets harder plastic hub. PICC had to be removed and patient had to have a peripheral IV inserted for 2 days. No report injury to patient.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC line leaking where catheter meets harder plastic hub. PICC had to be removed and patient had to have a peripheral IV inserted for 2 days. No report injury to patient.